Event description:
The customer reported that the sys displayed a communication failure error for the generator and the workstation during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the power supply one and plugged the sys into the correct outlet. The sys was tested and found to be working as intended and put back in svc.